Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The device remains implanted so no further evaluation could be performed. Code (B)(4). Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2020, the patient underwent a branched endovascular aortic repair of a thoracoabdominal aneurysm type IV which was treated with a branched stent graft component (zenith® t-branch® thoracoabdominal endovascular graft, cook medical). Four gore® viabahn® vbx balloon expandable endoprostheses (viabahn® vbx device) were implanted in the following arteries: superior mesenteric artery, celiac trunk, right and left renal arteries and it was reported that the patient received heparin during the procedure. Reportedly, the target vessel accesses of the four gore® viabahn® vbx balloon expandable endoprostheses were successfully obtained, the vbx devices were navigated to their intended locations and successfully deployed as intended. The catheters were uneventfully removed and the patency of the devices were confirmed at the end of the procedure. On (B)(6) 2022, a total occlusion of the left renal artery was discovered which lead to hospitalization. On (B)(6) 2022, an endovascular surgical intervention was performed and the patency of the vbx device in the left renal artery was restored at the end of the procedure.